Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual and tactile inspection on hypotube profile identified no issues identified with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon identified a pinhole leak just proximal to the proximal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. A microscopic examination of the proximal and distal markerbands identified no damage. Bumper tip showed no signs of distal tip damage. The device was attached to an encore inflation unit and the balloon was observed to have a pinhole leak just proximal to the proximal markerband.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the severely tortuous and moderately calcified posterolateral branch. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the lesion device had difficulty crossing the lesion, so it was pushed. Then, the balloon was inserted about half and was inflated in a bent shape along with the tortuous part, but a balloon rupture has occurred when the pressure was applied up to 6atm. The procedure was completed with another of the same device. No patient complications reported.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the severely tortuous and moderately calcified posterolateral branch. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the lesion device had difficulty crossing the lesion, so it was pushed. Then, the balloon was inserted about half and was inflated in a bent shape along with the tortuous part, but a balloon rupture has occurred when the pressure was applied up to 6atm. The procedure was completed with another of the same device. No patient complications reported.